Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d4 (primary UDI number). Corrected information: d9, h3 (not returned to the manufacturer). Investigation ¿ evaluation. As reported, the cook bakri postpartum balloon with rapid instillation components leaked during an unspecified procedure. The balloon was filled with water; however, the water leaked from the device. The user reported a probable valve defect. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no relevant non-conformance's on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied. 'Upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: title: dra. Ssa. E1: email: (B)(6). H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the cook bakri postpartum balloon with rapid instillation components leaked during an unspecified procedure. The balloon was filled with water; however, the water leaked from the device. The user reported a probable valve defect. Additional information regarding the event and patient outcome has been requested but is currently unavailable.